Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) discovered that the leak was coming from the wash buffer reservoir quick connect fitting. The fse replaced the wash buffer reservoir. Upon completion of the necessary and verified repairs, the instrument was returned back into service. Hardware is the root cause of this event.

Event description:
A customer reported that they observed a wash buffer leak coming from the wash buffer reservoir of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. It is unknown as to whether there is an exposure control plan in place at the facility.